Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring before issue. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again.